Manufacturer narrative:
No radiographs were received to confirm the event. No product has been returned for evaluation therefore root cause cannot be determined at this time. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union... "

Event description:
A female patient underwent posterior spinal fusion at the t10-s1 level. Revision surgery occurred on (B)(6) 2017, due to a broken rod. Reinforcement of the previously-implanted rod was performed using an inline rod connector and a adjacent segment fixation connector. No patient injury was reported.